Event description:
A facility reported a tzz-ez cast (ID (B)(4)) did not harden after 30 minutes of application. Cast was removed and a different cast kit was used. A second cast was applied without difficulty.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Tcc cast was not returned for evaluation (discarded by customer); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined, however, he issue of not hardening may be the result of application or preparation error. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.